Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.50x20mm promus element¿ plus stent delivery system was unable to cross the calcified left circumflex artery lesion. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found proximal stent damage; struts lifted and pulled in a distal direction. The undamaged portion of the distal stent outer diameter measured 0.0455'' which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found the inner extrusion kinked on the distal side of the port weld site. There was also evident hardened medium in the inner and outer lumen. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.50x20mm promus element¿ plus stent delivery system was unable to cross the calcified left circumflex artery lesion. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.